Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). The visual inspection of a retain sample included one carton and the two pouched wraps inside. There were no obvious defects found on carton or pouched wraps. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused blisters. The cause of the consumer stating the wraps were causing blisters burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Based on the complaint narrative, the patient developed blisters with product use. Review of complaint description concludes there is no device malfunction. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Ap1284 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. Severity of harm assessment: s3.

Event description:
Event verbatim [preferred term] burn blisters on back. He had 3 blisters/had to be a second degree burn [burns second degree] , did not check the skin under the wrap during use and had read the usage instructions prior to use [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of her husband. This 65-year-old male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ap1284, expiration date jan2022) from an unspecified date every other day for back problem and back pain. Medical history included diabetes mellitus from an unknown date and unknown if ongoing, poor circulation from an unknown date and unknown if ongoing, problems with his legs because of the back pain from an unknown date and unknown if ongoing and heart disease from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. On (B)(6) 2019, the reporter stated her husband experienced 3 burn blisters on his back. She described the blisters as red and nasty looking. They are very sore to the touch. He did not check the skin under the wrap during use and had read the usage instructions prior to use. The patient used the heatwrap for 8 hours or less and never left it on for the full 16 hours. She stated it had to be a second degree burn or something. She had never seen a burn look like that before. It was red around the blisters. The reporter mentioned they do not have the wrap that caused the burn blister, but there was one left in the box. She stated the blisters might have improved a little, but she doesn't know how to treat them. She googled it. It said not to put sauve or anything on it because it can cause an infection. Caller is going to contact doctor after the phone call. They haven't called her yet because it was so late when they found out that it was too late to call the doctor, and they need to contact the doctor anyway because of his back problems. The patient is currently under the care of a physician for back problems, diabetes and heart problems. The patient classified his skin tone as tan (because he is out in the sun all day). He denied having sensitive skin or abnormal skin conditions. The color of the box he purchased was red. The patient did not previously use other heat products for pain relief (such as electric heating pad, hot water bottle or microwave gel pack). He was not sleeping while wearing the heatwrap. The patient was not wearing several layers of clothing over the heatwrap during use and was not wearing a snug waistband or belt, or otherwise applied pressure over the area. He attached the adhesive to the body/skin. The patient did not engage in exercise while using the product. He was not taking any medications, including over the counter, herbal, nutritional or any applied to the skin during the time of heatwrap use. The packaging was sealed and intact. Action taken with the suspect product was permanently withdrawn on (B)(6) 2019. No therapeutic measures were taken as a result of the events. Clinical outcome of the event burn blister was not resolved. Clinical outcome of remaining event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). The visual inspection of a retain sample included one carton and the two pouched wraps inside. There were no obvious defects found on carton or pouched wraps. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused blisters. The cause of the consumer stating the wraps were causing blisters burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Based on the complaint narrative, the patient developed blisters with product use. Review of complaint description concludes there is no device malfunction. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Ap1284 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. Severity of harm assessment: s3. No follow-up attempts are possible. No further information is expected. Follow-up(18nov2019): new information received from the product quality complaint (pqc) group includes: severity of harm assessment: s3. Follow-up(21nov2019): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. In the case narrative there is evidence of intentional device misuse which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Burn blisters on back. He had 3 blisters/had to be a second degree burn [burns second degree] , did not check the skin under the wrap during use and had read the usage instructions prior to use [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable consumer reporting on behalf of her husband. This (B)(6) male patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ap1284, expiration date jan2022) from an unspecified date every other day for back problem and back pain. Medical history included diabetes mellitus from an unknown date and unknown if ongoing, poor circulation from an unknown date and unknown if ongoing, problems with his legs because of the back pain from an unknown date and unknown if ongoing and heart disease from an unknown date and unknown if ongoing. The patient's concomitant medications were not reported. On (B)(6) 2019, the reporter stated her husband experienced 3 burn blisters on his back. She described the blisters as red and nasty looking. They are very sore to the touch. He did not check the skin under the wrap during use and had read the usage instructions prior to use. The patient used the heatwrap for 8 hours or less and never left it on for the full 16 hours. She stated it had to be a second degree burn or something. She had never seen a burn look like that before. It was red around the blisters. The reporter mentioned they do not have the wrap that caused the burn blister, but there was one left in the box. She stated the blisters might have improved a little, but she doesn't know how to treat them. She (B)(6) it. It said not to put sauve or anything on it because it can cause an infection. Caller is going to contact doctor after the phone call. They haven't called her yet because it was so late when they found out that it was too late to call the doctor, and they need to contact the doctor anyway because of his back problems. The patient is currently under the care of a physician for back problems, diabetes and heart problems. The patient classified his skin tone as tan (because he is out in the sun all day). He denied having sensitive skin or abnormal skin conditions. The color of the box he purchased was red. The patient did not previously use other heat products for pain relief (such as electric heating pad, hot water bottle or microwave gel pack). He was not sleeping while wearing the heatwrap. The patient was not wearing several layers of clothing over the heatwrap during use and was not wearing a snug waistband or belt, or otherwise applied pressure over the area. He attached the adhesive to the body/skin. The patient did not engage in exercise while using the product. He was not taking any medications, including over the counter, herbal, nutritional or any applied to the skin during the time of heatwrap use. The packaging was sealed and intact. Action taken with the suspect product was permanently withdrawn on (B)(6) 2019. No therapeutic measures were taken as a result of the events. Clinical outcome of the event burn blister was not resolved. Clinical outcome of remaining event was unknown. Severity of harm assessment: s3. Follow-up(18nov2019): new information received from the product quality complaint (pqc) group includes: severity of harm assessment: s3. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. Comment: based on the information provided, the events of "burn blister" and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out.